Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h4 and h10. The legal manufacturer reviewed the contents of this complaint. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations. The legal manufacturer determined that the most likely cause for the report is as follows : the blood was from the previous case patient, and it is probable that the blood flowed back into the scope due to the pressure difference between the body cavity and the scope. As a result of performing the procedure of "presoak for excessive bleeding and / or delayed reprocessing after each procedure" described in the instruction manual, this event no longer occurs. It is presumed that the cleaning was insufficient and blood remained inside the scope. The legal manufacturer checked the contents of the instruction manual and refers to the following: after checking the contents of the instruction manual of gf-uct180, the following items describe "cleaning when it is very dirty or when cleaning cannot be done immediately after each case". In this way, it is judged that the indicated event can be prevented. Chapter 7 cleaning, disinfection, and sterilization procedures. 7.5 manual cleaning presoak for excessive bleeding and / or delayed reprocessing after each procedure (p.138).

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) spoke with the customer and was informed that all of the scope¿s had been cleaned. Tac recommended that the customer perform an extended soak on this scope until the desired effect was reached and no more blood is found. Tac also suggested that an endoscopic support service (ess) be sent out to review reprocessing methods if needed, at this time the customer declined. Tac advised that the customer return the scope for evaluation; however, the customer wanted to attempt the extended soak first. Tac emailed the customer a copy of the extended or delayed reprocessing and excessive bleeding letter. On february 1, 2021, tac followed up with the customer regarding the subject device and was informed that the customer followed the guidelines outlined in the provided letter for performing an extended soak on the scope. The scope was reprocessed again and the customer was able to use the scope with no further issues. The customer confirmed that no further issued has occurred with the gf-uct180 scope and blood coming from the balloon channel. The scope will not be returned. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that after reprocessing blood was noted to be coming from the scope¿s channel. The facility reported that the scope had been used in a case the day before and then reprocessed. The next day blood was observed coming from the balloon channel. There was no patient involvement.